Event description:
It was reported that the customer received a button error alarm on the insulin pump and numbers were scrolling on their own. No significant events leading up to the alarm were recalled. The customer's blood glucose was 200 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no unexpected number scrolling on the display noted during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.